Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a flashing white screen. The patient's blood glucose at the time of incident is unknown. During troubleshooting the customer could not resolve the issue. The issue began while the customer was napping. The customer was advised to discontinue use of the pump and revert to their medically prescribed back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
Findings: pump received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Unable to verify missing segments/partial display due to flashing white light display. Unit was received with minor scratched lcd window.